Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several days following the procedure, a pseudoaneurysm occurred in the right femoral artery. Due to mild symptoms, no treatment or medication was given and the patient was discharged on (B)(6) 2020 in stable condition.